Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (387.5 mcg/ml at 47.83 mcg/day) and morphine (8.1 mg/ml at 0.99 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017 it was reported that patient was admitted today having autonomic dysreflexia which had come on suddenly. The attending hcp wanted the pump checked to rule out the pump as a possible cause. They had not noticed the pump alarming. No interventions were mentioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) is no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that actions/interventions taken were that the patient¿s doses of neurontin and baclofen were adjusted. It was noted that this was not pump related. The cause for the admission with autonomic dysreflexia was determined to be "urostomy tube and constipation". The autonomic dysreflexia resolved. The patient¿s weight at the time of the event was unknown. The patient was a quadriplegic and was wheelchair bound. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.